Manufacturer narrative:
(B(4). Device is used for treatment, not diagnosis. Neither we nor the user can reproduce this consistently, although they have provided a plan demonstrating this behavior. Inspection of the final plan shows that the segment shapes are much smaller and more irregular than the original plan, which may explain the high monitor units. We have insufficient information to determine if the product actually malfunctioned or if it was use error. Also, we cannot determine if this would likely cause serious injury or death if it were to recur. Investigation is inconclusive. If additional information is obtained, a follow-up report will be completed.

Event description:
The workflow described in the complaint involves several steps. The user created and optimized a vmat plan with two arcs using 4 degree angular spacing, used the "interpolate" function to set the arc resolution to 2 degrees, and then did performed a "warm start" optimization (starting the optimization from the current state, as opposed to resetting the beams and starting over). Upon completing optimization, the monitor units (mu) were approximately double those of the original plan.